Event description:
Same case as: 2134265-2009-03228. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis and late stent thrombosis occurred. The target lesion was located in a non-calcified and non-tortuous left anterior descending artery (lad). The proximal lad lesion was 50% stenosed and progressed to 90% stenosed in the mid lad. The first diagonal artery lesion was reported to be 75% stenosed and lesion in the left circumflex obtuse marginal was 75% stenosed. The physician elected to treat the lesion in the mid lad. The lesion was predilated with a 2.5mm non bcs balloon. A 3.5x28mm taxus express2 drug eluting stent was deployed in the proximal lad at 12 atms. A 3.5x32mm taxus express2 drug eluting stent was deployed in the mid lad at 12 atms. The physician noted that the septal branch was jailed and it was difficult to advance the guidewire to the branch. The 3.5x32mm taxus express2 stent was post dilated with an unknown balloon. Ivus confirmed that the stents were well positioned and well apposed with 0% residual restenosis and timi 3 flow. No patient injuries or complication occurred. Patient status was satisfactory. The patient was prescribed 100mg/day aspirin and 75mg/day clopidogrel after a 300 mg loading dose. The patient was reported to be compliant with medication. Seven months post procedure, the patient was diagnosed with paroxysmal atrial fibrilation which was treated with an antiarrhythmic agent. Two weeks later, follow-up angiography confirmed in-stent restenosis in the 3.5x32mm taxus express2 stent that was placed in the mid lad. The stent in the proximal lad was patent. It was also noted that the first diagonal of the lad was 75% stenosed and the obtuse marginal of the left circumflex was 75% stenosed. A myocardial scintogram was performed and there was no ischemia noted. No intervention was done at this time. Six weeks later, the patient experienced chest pain while moving. The symptoms improved with nitroglycerin. Three days later, the patient was admitted to the hospital with inversion of t waves in v2-v5 and a diagnosis of unstable angina. The patient was treated with heparin and nitroglycerin and an angiography was scheduled for 4 days later. Angiography showed that the mid lad was 99% stenosed. The 3.5x32mm taxus express2 stent was completely covered in white neointima. Optical coherence tomography confirmed a ruptured plaque in part of the lesion, which caused late stent thrombosis. The physician suspected that this was the cause of the acute coronary syndrome. The lesion was dilated with a 2.5x15m non bsc balloon. A 3.0x23mm non bsc stent was implanted in the lesion at 14 atms and post-dilated with an unknown balloon. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.